Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8725-32h screw (no batch identifier provided) was received for investigation. Breakage was noted to the distal threads of the screw, and it was identified using digital caliper ID: 011 that approximately 31.46mm of the screw remained. Due to the returned condition of the device, the dimensions at the distal end where the breakage occurred could not be assessed. The fragments generated during this event were not returned for inspection. The observed damage is most likely the result of prying/leveraging forces applied to the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the tip of the screw broke during implant for a bunion case; the tip was retrieved from the patient. Another screw was used to complete the case. Patient is female, (B)(6) years old.